Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On (B)(6) 2024, a transthoracic echocardiogram (tte) was performed and revealed recurrent mr with a grade of 4+. In the physician¿s opinion, the recurrent mr was due to a ruptured chordae on the left atrium (la) side. It was noted that the clip remained attached to both leaflets.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information provided, a cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation cannot be determined. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.